Event description:
During hysteroscopic surgery, the patient presented with signigicant cervical stenosis and very steeply retroverted and retroflexed uterus. They were unable to place the 9mm scope despiite dilating to 11mm using the obturator blindly uterine perforation occurred. This was immediately recognized; there appeared to be no evidence a trauma to bowel or bladder and bleeding was minimal. However, the case had to be aborted patient was observed overnight and did well. Surgical procedure will be resheduled at a later date.